Event description:
It was reported a dark view through the device. No back-up device was available. No patent injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the devise has a dark view. A visual inspection was performed and showed the scope to have broken lenses with badly bent outer-tube. This is caused by contact with another source. No manufacturing related defects were observed. Device returned for evaluation. Device evaluated by the manufacturer.